Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, regarding the glue missing in the objective lens and the chipped bending section cover, the cause was due to problems caused by an inadequate physical force exerted on it by another object, resulting in wear, bending, deformation, fracture, or fatigue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the cysto nephro videoscope exhibited missing glue on the objective lens and a chipped distal end plastic cover. There was no patient involvement.